Event description:
Customer reported experiencing a past high blood glucose event, although the specific value was unknown as it was only displayed as "high." Cause was not known. The customer manually corrected the high blood glucose through an injection, continued to experience frequent high blood glucose events, and sought further assistance from customer technical support, however, multiple attempts were made to obtain additional information, but no response was received.